Manufacturer narrative:
Updated data: h6. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving an evfxplus-34, a pre-implant balloon valvuloplasty was performed as standard for the implanting physician. Upon the valve deployment attempt, under-expansion of the valve frame was noted. The team was unsure of the valve size based on pre-implant measurements, which contributed to the event. Two deployment attempts were made, and the valve was recaptured twice. The product was changed out prior to implant, and a 29 mm evolut fx was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, (lot: 0011928930); product type: 0195-heart valves. Product ID: l-evolutfx-34, (lot: 0012281959); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.